Event description:
Crm received information that this right ventricular lead dislodged from the ventricle into the atrium. The lead was successfully repositioned. No further issues were reported, and the lead remains in service.